Event description:
Patient reported two infusion sets bent cannula upon removal event on (B)(6) 2026. The event occurred within 3 hours of insertion. Patient replaced infusion set and resumed insulin deliveries successfully.

Manufacturer narrative:
MDR (B)(4) / initial 2 of 2. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.